Event description:
It was reported that the stent possibly migrated. A 14x60mm, 100cm vici self-expanding stent was implanted during a patient procedure on an unspecified date. Then at a routine follow-up appointment on (B)(6) 2021, it was noted that the vici stent possibly migrated slightly into the inferior vena cava (ivc). The patient is being followed by the physician. There are no future plans to explant the stent at this time. No patient complications were reported.